Manufacturer narrative:
Date sent to the FDA: 12/07/2020. H6 component code: g07002 ¿ conforming device. Additional h-3 summary: an opened box with six unopened samples of product were returned for analysis. The complaint sample was not received for evaluation. Unopened samples were examined for visual defects. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture or surface could be observed. The device performed without any difficulties noted. Additional information was requested, and the following was obtained: date, indication and name of index surgery during which suture was used? - (B)(6) 2020, laparotomy. On what tissue was the suture placed? Skin. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal tissue condition. How was the suture placed, interrupted or continuous? Interrupted suture. Were there any intra-op complications during index surgery? No intra-op complications. Were there any pre-existing signs/symptoms of active infection prior to this surgical. Procedure? No pre-existing signs/symptoms of active infection. Please clarify what is meant by ¿scar¿? Tissue scarring (ie. Bad cosmesis after surgery). When was the scarring/scar first noted? Inadequate information. Location of scarring/scar? Where suture was placed, abdomen area. What is physician¿s opinion as to the etiology of or contributing factors to this event (scarring)? The suture type as other suture previously used such as ethilon (used for same indication does not lead to scarring). What is the patient¿s current status? Patient is well. The following information was requested, but unavailable: may we have copies of operative reports? The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and surgical findings of re-operation? Other relevant patient comorbidities/concomitant medications? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For the patient: if in your possession, may we have copies of your operative reports related to this event? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? For hcp: may we have copies of operative reports? The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, indication and name of index surgery during which suture was used? On what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Were there any intra-op complications during index surgery? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Please clarify what is meant by ¿scar¿? When was the scarring/scar first noted? Location of scarring/scar? Date and surgical findings of re-operation? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (scarring)? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an abdominal closure procedure on unknown date and the suture was used. It was reported that the suture caused scar and patient required the revision surgery to re-open and fix this. Additional information has been requested.